Manufacturer narrative:
Previously reported by the manufacturer: the bipap a30 s ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for investigation. During evaluation, evidence of (foam degradation inside the assembly, deteriorated foam) was present. Additionally, an error code in relation to (coin cell voltage is outside of its valid range) was recorded in the device event log unrelated to the reportable malfunction. The technician recommended replacing the system board to address the issue. There were no repairs performed and the device was scrapped. New information/ correction: submission was delayed due to processing delays and an individual contributor error in the initial assessment of reportability. The report was filed immediately after the oversight was identified and corrected.

Event description:
The bipap a30 s ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for investigation. During evaluation, evidence of (foam degradation inside the assembly, deteriorated foam) was present. Additionally, an error code in relation to (coin cell voltage is outside of its valid range) was recorded in the device event log unrelated to the reportable malfunction. The technician recommended replacing the system board to address the issue. There were no repairs performed and the device was scrapped.